Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and stress testing on/off current test without duplicating the malfunction. The device was recertified and returned to the customer. It is important to mention the batteries used at the time of the reportd event were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up and inappropriately shutdown when powered up in non-rescue mode. Complainant indicated that there was no patient involvement in the reported malfunction.